Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and confirmed the system message reported. The footswitch and the footswitch pcb were replaced. The solenoid spacers were replaced as a preventive measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during the case. The nurse called the company technical support specialist (tss) to assist with troubleshooting the system. The tss advised the nurse to reseat the connectors, reboot, and switch out the footswitch. The system message would not clear. The nurse contacted the company sales representative. The company sales representative provided a demo system. The case was delayed 30 minutes. No patient injury was reported.